Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when the foley catheter balloon was pre-tested before use on the patient, it was difficult to inflate. Next, the sterile water was also difficult to remove when attempting to remove it . Then, another catheter was used.

Event description:
It was reported that when the foley catheter balloon was pre-tested before use on the patient, it was difficult to inflate. Next, the sterile water was also difficult to remove when attempting to remove it. Then, another catheter was used.

Manufacturer narrative:
The reported event is confirmed manufacturing related as extra silicone was present blocking majority of the lumen. Visual evaluation noted received a 3-way temp sensing catheter with cut portion of inlet tubing. There appeared to be a small bubble of extra silicon blocking the majority of the lumen. Pin gauges 0.024 and 0.040 were inserted from both directions and could not go through the lumen. Also received 3 photo samples. First photo sample shows overview of catheter. Second photo sample shows slightly inflated balloon with solution. Third photo sample that shows written document in japanese. Although an exact root cause could not be determined a potential root cause could be: lumen collapses under the pressure of the balloon; pinched lumen; kinked lumen. The product was used for patient diagnostic or treatment. The product was influenced by the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was evaluated.